Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of multiple myeloma, left lower swelling, chest pain/angina, deep vein thrombosis (dvt), heart disease, hypertensive heart, pulmonary embolism (pe) and an inability to anticoagulate on coumadin. The filter was successfully deployed and there were no reported complications during the index procedure. Per the patient profile form (ppf), a month and twenty-four days post implantation, the patient underwent an unsuccessful attempt to remove the filter percutaneously. Further, on or about four years post implantation, the filter perforated the inferior vena cava (ivc), the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from nerve pain, mental anguish, anxiety, and fear. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty, as well as the ivc perforation could not be confirmed and the exact causes could not be determined. The retrieval was performed approximately 45 days after implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile form (ppf) indicates that on or about four years post implantation, the filter perforated the inferior vena cava (ivc), the patient had blood clots, clotting and occlusion of the ivc. A month and twenty-four days post implantation, the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient also reports to be suffering from nerve pain, mental anguish, anxiety, and fear. According to the medical records, the patient had a history of multiple myeloma, left lower swelling, chest pain/angina, deep vein thrombosis (dvt), heart disease, hypertensive heart, pulmonary embolism (pe) and an inability to anticoagulate on coumadin. The filter was successfully deployed and there were no reported complications during the index procedure.